Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys troponin I immunoassay results for one patient from cobas 6000 e601 module serial number (B)(4). On (B)(6) 2019, sample 1 result was 2.42 ¿g/l. On (B)(6) 2019, sample 2 result was 2.30 ¿g/l. Sample 3 result was 2.31 ¿g/l. On (B)(6) 2019, sample 3 was then tested in another laboratory using a beckman access system and the result was 1.1 pg/ml. On (B)(6) 2019, sample 3 was tested on a cobas 6000 e601 module in another laboratory and the result was 2.28 ¿g/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Three samples from the one patient were returned to the manufacturer for investigation. Upon investigation of the patient sample using serum fractionation, an interferent against a component of the reagent was confirmed. The interference was caused by a high molecular weight component, presumably igm and most likely a human anti-mouse antibody (hama). This interference is covered in product labeling.